Manufacturer narrative:
Evaluation summary: devices were not available for review because they are in-vivo. The images were reviewed. With the available clarity and resolution of the images, no crack was observed. Probable cause for the alleged situation is unk. No product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.

Event description:
It is reported the devices were implanted in 2006. Surgeon states that on post-op x-ray, one of the two cancellous bone screws looks to have broken. Both screws remain implanted.